Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 422 mg/dl at the time of the incident and the current blood glucose value of the customer was 386 mg/dl. The customer¿s other relevant blood glucose level was 350 mg/dl, 269 mg/dl, 368 mg/dl, 352 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The reason why customer alleging the insulin pump for under delivery because the customer¿s blood glucose level was remaining high. The insulin pump will not be returned for the analysis.